Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded.. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 650-1057, femoral head, lot # 273390, item # 650-1065, taper sleeve, lot # 924610, item # xl-105915, liner, lot # 535440, item # cp158125, cup, lot # 954150. Legal notification.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to periprosthetic femoral fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of provided xray. Xray review indicated there is a right total hip arthroplasty in place with oblique fracture involving the proximal femoral diaphysis which involves the distal femoral stem of the arthroplasty. Apex lateral angulation of the fracture fragments. Femoral stem is appropriate in size. Femoral head and acetabular cup are not included in the field of view. No signs of loosening, wear, radiolucency. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.